Manufacturer narrative:
Concomitant product(s): a 8637-40 neuro pump, implanted: (B)(6) 2013; a 8709 catheter, implanted: (B)(6) 2007; a 8832 pump activator, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for low pacing impedance on the right ventricular (rv) lead. It was noted that the impedance trend has been low since implant. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.